Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use, the end of the rubber sheath of the proglide device disconnected from the footplate. No additional information was provided.

Event description:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported under MFR # 2024168-2022-2021-12009-00. All event information is conserved in MFR# 2024168-2021-12009-00.

Manufacturer narrative:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported under MFR # 2024168-2021-12009-00. All event summary including root cause is conserved in MFR# 2024168-2021-12009-01b5: describe event or problem d10, h3: device returning under MFR # 2024168-2021-12009-00. H6: device code 1562 removed. H6: patient code 4582, 4648 removed.